Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Pharmacist reported to stryker that: "during a procedure, it was impossible to insert one of the locked screws into one of the holes in the plate, which prevented the plate from being fixed. The existing screws and the plate were removed in order to install a new plate. Clinical consequences : nothing to report. Action taken: device quarantined, awaiting retrieval and expertise".

Event description:
Pharmacist reported to stryker that: "during a procedure, it was impossible to insert one of the locked screws into one of the holes in the plate, which prevented the plate from being fixed. The existing screws and the plate were removed in order to install a new plate. Clinical consequences : nothing to report. Action taken: device quarantined, awaiting retrieval and expertise".

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the plate was returned and doesn't show any extensive signs of usage. The screw holes in this plate show a little abrasion of metal due to the screw insertion reported. The plate was tested with a random variax 2 locking screw, which locked perfectly. The plate is therefore considered functional. An nc was opened and is investigating the event further, from a screw perspective. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.